Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 15.8 mmol/l.